Manufacturer narrative:
Concomitant medical products: ddbc3d1 ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a pace/sense fracture, high pacing impedance and undefined pacing impedance. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.